Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that suture placement was attempted using a proglide device in the common femoral artery using the preclose technique prior to a valvuloplasty interventional procedure. The arteriotomy was a 6f with mild calcification noted at the access site. The vessel was mildly calcified. Reportedly, the plunger was successfully deployed and an audible click was heard. When the plunger was retracted only the white link was attached, no suture was attached to the link. The proglide device was removed and a second proglide device was used and the suture was successfully pre-placed using the preclose technique. The sheath was upsized to a 10f and the interventional procedure was completed. Hemostasis was achieved using the pre-placed second proglide suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.